Event description:
The customer reported that the system gave channel error 240.4150. There was no pt harm reported or medical intervention required. The customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The reported complaint of error code 240.4150 was confirmed in the device event and error logs. According to the event log an infusion was programmed on (B)(6) 2013, at 10:24 am, to run at 75 ml/hr with a vtbi of 950 mls. A few seconds after stating the infusion a channel error 240.4150 occurred terminating the infusion. A review of the pump modules error log indicates that channel error 240.4150 had occurred several times starting in (B)(6) of 2013. The devices were visually inspected; no anomalies were noted. Testing on the pump module identified the component at fault to be the top pressure sensor. The root cause of the customer's experience was determined to be a failed pressure sensor.